Event description:
Https://fitvii.com/products/fitvii-new-powerful-smartwatch-ECG-with-heart-rate-blood-pressure-monitor-EKG-blood-sugar-stress-testing this product is being sold in the us to patients, falsely reporting to track diabetes and blood pressure.